Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that a surgeon-specific instrument used with hip acetabular cups fractured during surgery and debris remained in the patient. No further information is available at this time.

Manufacturer narrative:
Further material analysis show fracture artifacts consistent with a bending overload fracture. However it is reported that surgical technique was followed. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. As received instrument was fractured. Xrf analysis within specification. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.